Event description:
Healthcare professional reported left side " implant is flat- woke up today with breast gone". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the identified photos: observed two devices in the photo, first device apparently has an opening because there is no fluid inside the shell and the other device apparently is intact but cannot to be confirm due to the quality of the photo. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side " implant is flat- woke up today with breast gone". Device remains implanted.